Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/24/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and available device data, the ilet operated as intended through the end of the available logs. Without device data from the reported event date, the performance of the device cannot be evaluated, and the cause of the event cannot be determined. However, based on the report of events, the hyperglycemic event was caused by the user failing to enter the required blood glucose values into the ilet or connect to a new cgm sensor during bg-run mode, resulting in suspension of insulin.

Event description:
On 7/30/24 a beta bionics territory business manager (tbm) became aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 7/27/24. On 7/30/24 a beta bionics customer care agent followed up with the user about the event. The user did not have a continuous glucose monitor (cgm) sensor and did not enter bg values into the ilet, leading to high bg levels. The user reported stomach pain, vomiting, and dka during the hospital stay, and was treated with IV fluids.